Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 12mm amplatzer vascular plug ii (avpii) was deployed in the left subclavian artery (l-sca) prior to a thoracic endovascular aortic repair (tevar) for a patient with a thoracic aortic aneurysm. The next day, the patient complained of right-sided weakness in the lower extremity and a cerebral infarction was found upon a cranial MRI. The patient started rehabilitation and was placed on edaravone. By (B)(6) 2015, the patient's had improvement of his symptoms. The physician opined that the infarct may have been caused by the procedure.